Event description:
It was reported that this patient was enrolled into a (B)(6) clinical study. Prior to any (B)(6) products being implanted, the patient underwent a lead extraction procedure to remove this right ventricular (rv) lead and the left ventricular (lv) lead. This procedure resulted in a cardiac tamponade, which required a patch repair via an open thoracotomy, and a blood transfusion. The patient was hospitalized for one week. Diagnostics performed include x-rays, transesophageal echocardiogram (tee) to diagnose the cardiac tamponade, and computed tomography (CT) scans for stroke concerns. A chest x-ray performed one day prior to discharge showed persistent mild edema and a trace/small right effusion. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5145692.